Event description:
Review of service data detected a reportable event. During servicing, battery back sn (B)(4) would not communicate. The last pt to use this battery pack did not report any deficiencies.

Manufacturer narrative:
Device eval summary: device eval of battery pack sn (B)(4) is currently underway. As received, the battery would not communicate. A root cause analysis is currently underway. A supplemental report will be sent upon completion of eval. No adverse event resulted from the defective battery pack. The last pt to use this battery pack did not report any deficiencies.